Event description:
It was reported that during a da vinci-assisted prostatectomy (simple) surgical procedure, error 48245 occurred. The customer had replaced the lamp module and performed a hard power cycle of the vision side cart (vsc) but the issue persisted. The procedure was continued with an external illuminator. The procedure was completing as planned with no reported injury. On 10-may, 2022, intuitive surgical, inc. (Isi) followed up with the clinical engineer and obtained the following additional information: the system functionality was checked upon powering on the system. The illuminator initially powered on without errors. The error occurred at "light-on". The procedure was continued with an external light source device.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the illuminator did not ignite after 5 tries. The fse replaced the illuminator to resolve the reported issue. After replacement, the system was tested and verified as ready for use. Isi received the replaced part involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the reported failure. This unit was returned with a lamp module sn# (B)(4), model# y1902, both fuses were confirmed good. When reviewing the remote error log, there are several errors 48245 indicating that the illuminator lamp fail to ignite after several automatic attempts. After this error, ignite attempts stopped and the lamp remained off until the user tried to switch the lamp on again. Ignition failures indicate that the lamp module must be replaced or the ignition circuitry in the illuminator has failed. The illuminator was installed into a pca test system with the text fixture lamp module. The system started up without error, the illuminator turned on with blue led. However, when turning the light on the lamp, the system failed with errors 48244 and 48245. This confirms a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or videos were shared for the event. System log review: a review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed the following possible related system errors: multiple entries of error 48245 were found pointing to illuminator lamp failed to ignite after 5-7 tries. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a prostatectomy (simple) procedure. This complaint is classified as a reportable event due to the following conclusion: the illuminator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party illuminator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.